Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation in 2009 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tip of the autotome cracked and peeled back which became traumatic to the patient's tissue. Additional info stated that they took the device out of scope to prevent further trauma. The patient had no major injury sustained. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Other (tissue trauma). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.